Event description:
Doctor indicated a loss of loss of primary stability and integration of nanotite tm tapered certain® prevail® implant 4/3 x 10mm due to infection, implants removed, areas debrided, re-grafted and new implant placed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
This complaint could not be confirmed. The implant was returned and showed signs of general usage, but no damage. Visual inspection of the returned product showed no anomalies or defects. No non-conformance, CAPA or rework activities were found for this lot that would cause or contribute to the condition reported. The device history record from this lot identified no non-conformities related to this issue. All processes were executed according to the parameters established in the current procedures and all inspections performed were inside specification limits. The irradiation certificate has been reviewed and no non-conformities were found. A review of the manufacturing information for the subject implant lot did not identify any manufacturing deviations which would cause or contribute to this complaint.